Event description:
It was reported that insulin delivery on the ilet bionic pancreas intermittently stopped due to recurring ¿restart ilet (32)¿ alarms associated with delivery motor communication, and the user frequently used the pause feature, resulting in gaps in insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user or caregiver and analysis of information provided. Investigation of this case revealed a mechanical problem identified related to the delivery motor communication. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.